Event description:
The report stated that during use the wire insulation became torn and the bare wire was exposed. There was no patient injury.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.